Manufacturer narrative:
A followup report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that displayed diagnostic code 3142 (exhalation autozero solenoid cannot open) during an extended self-test. No patient involvement.

Manufacturer narrative:
Biomedical engineer. No patient information provided by the customer.